Event description:
Patient seen in consultation for malfunctioning rv lead. Bipolar impedance: >2000 ohms; unipolar impedance: 437 ohms. Patient had rv lead extraction and new rv lead implanted with pacemaker generator change.